Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 223 mg/dl and sensor reading was never over 110 mg/dl. Sensor readings had been low when it triggered the threshold suspend feature exact numerical value wasn't given. Troubleshooting was performed and stated most recent sensors weren't bent but previous would bend. Customer is not returning the sensor for analysis.